Event description:
It was reported nova biomedical that a consumer received a blood glucose readings of 507 mg/dl on his blood glucose meter and a reading of 143 mg/dl on another brand of meter. Insulin was administered based on the higher reading with no reported subsequent ill effect. The difference in these values is considered clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.